Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient's right atrial, right ventricular, and left ventricular leads all exhibited chronic high capture threshold. Upon device interrogation on (B)(6) 2017, right atrial and right ventricular leads exhibited noise. Patient received inappropriate high voltage therapy due to right ventricular lead noise. All three leads were explanted and replaced. The patient was stable throughout.

Manufacturer narrative:
Correction: the initial reporter should have been dr. (B)(6) rather than blank. Correction: health professional? Should have been "yes" rather than "no information". Correction: occupation should have been "physician" rather than "other" "user facility". Correction: report source "health professional" should have been selected.